Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could only inflate the cylinders a third of the way. It was also noted that the cylinders auto deflate. Troubleshooting measures were suggested and the patient will attempt on his own. The ipp is currently implanted and the patient has an appointment with his physician. There were no patient complications reported.